Event description:
Voluntary medwatch received states that the patient's right atrial lead exhibited far-field r-wave oversensing (ffrwos). The lead remains in use and no patient consequences were reported.